Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery or power loss alarm alarms noted during testing; however low battery and power loss alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. No unexpected power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, stained serial number label, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl and current blood glucose was 74 mg/dl. Customer treated high blood glucose with the bolus, syringe. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test and there were no alarms occurred. Customer also reported that, the insulin pump had low battery alarm and replace battery now alarm. Customer received a low battery alert prior to the replace battery now alarm. Customer declined troubleshooting for the low and high blood glucose. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.